Event description:
Cypher des system was not able to navigate thru the tortuous anatomy even after the usual pre dilatation, the physician had to take it out and deployed a driver stent instead. Examination of the returned product indicated that the stent struts were uplifted and the stent was compressed. Additional info has been requested, but has not been forthcoming.

Manufacturer narrative:
Please note that this product is not distributed in the united states. However, it is similar to the us distributed cypher sirolimus drug eluting stent. A report was rec'd that a cypher select sds was associated with tracking difficulty. The event involved a pt of unknown age, gender and medical history. The reason for the pt's admission to hospital was not reported; but an angiogram revealed a lesion in an unknown coronary vessel that was described as tortuous. The safety and effectiveness of the cypher select stent has not been established in these types of vessels and/or lesions. The lesion was pre-dilated prior to the introduction of a 3.00x 28mm cypher select stent. Attempts to navigate through the pt's vasculature or cross the lesion were unsuccessful. The product was removed without difficulty or injury to the pt and the procedure completed with a non-cordis bms. The product was returned with the stent still mounted on its' balloon. The proximal stent struts were uplifted and the bent and crushed. No other anomalies were noted. A DHR review of the involved lot number revealed that the product met requirement for product acceptance. Attempts to clarify this event and the cause of the damage were unsuccessful. Conclusion: the exact cause of the stent damage could not be conclusively determined, but does not appear to be manufacturing related. However, there are vessel factors that may have contributed to it.